Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately three weeks post implant this right atrial (ra) lead exhibited decreased sensing, changes in impedance and threshold values. Troubleshooting performed in clinic revealed variable p-waves and capture threshold. An x-ray confirmed lead dislodgement. The sensitivity and output were adjusted pending lead revision procedure. As of today, the lead revision procedure has not yet been performed. It is unlikely that a boston scientific representative will be present for the procedure. A request was made to retain the lead if explanted.

Event description:
New information received indicates that the lead was successfully repositioned and remains in service.